Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure of c-34 error was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. On startup the unit displayed c-34, error listing c-34, c-00, c-84. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy gynecological surgical procedure, the customer reported to a technical service engineer (tse) an error with the erbe. The customer power cycled the erbe and the energy was briefly restored. When using cut, the erbe would deliver energy. When using coag, the erbe would fault. The customer was in a very bad coverage area. Tse was trying to recommend a force triad and energy activation cable to continue with third party generator. The customer did not have that equipment. The customer was advised their second system was running the same software and the second vision side cart (vsc) could be a possible workaround. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up and it initially did power on without errors. The action taken to resolve the issue was explained to the surgeon that they could utilize the erbe off the other vision tower to swap out. The surgeon declined indicating too much bleeding and stated they would continue the case with bipolar energy. The customer stated normal surgical bleeding occurred. The procedure was completed with the same erbe and the case was completed robotically with no patient injury or harm reported.